Event description:
On 18/dec/2023, it was reported that this male patient on peritoneal dialysis (pd) has peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse reported that on 15/dec/2023 the patient was seen in the outpatient pd clinic and had a pd culture obtained. It was reported the patient¿s pd culture had an elevated white blood cell (wbc) count; organism growth was pending. The patient is being treated with antibiotic therapy (details unknown) on an outpatient basis. The nurse indicated the patient continues pd with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis event. Per the nurse, the peritonitis was due to a breach in aseptic technique during the pd exchange.